Event description:
Per the audiologist, the pt reported decrease in performance. The results of integrity test in 2008 and 2009 showed multiple anomalies. The pt's device was explanted in 2009 and the pt was reimplanted with a new device during the same surgery.